Event description:
It was learned through implant patient registry that a patient with a 21mm 3000tfx aortic valve was explanted after an implant duration of 7 years,11 months due to calcification with leaflet tear. The explanted valve was replaced with a 21mm 11500a inspiris resilia valve. Per product evaluation, heavy calcification was observed on leaflets 2 and 3, and moderate calcification on leaflet 1. Leaflet 1 had a 4mm tear at the free margin into the cusp. Calcification was evident at the tear. Calcification restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
H11: additional manufacturer narrative: report was of unknown reasons and was unable to be confirmed. Xray demonstrated wireform intact heavy calcification was observed. Minimal host tissue overgrowth encroached onto the tissue. Calcification was evident at the tear. Returned leaflet fragments were unable to match up to valve. Calcification restricted leaflet mobility and led to stenosis. As received, mechanical damage marks were observed on the free margin of leaflets damages appeared serrated and did not penetrate leaflets. All three leaflets were stiff and translucent like due to dehydration. Sewing ring had multiple cuts around the valve and exposed all three commissures. Suture fastener remained attached to the sewing ring near commissure 2. The reported event was confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 21mm 3000tfx aortic valve was explanted after an implant duration of 7 years,11 months due to unknown reasons. The explanted valve was replaced with a 21mm 11500a inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7 to 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. A device history record (DHR) review is not performed because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: g3, g6, h2,h6 (type of investigation) corrected sections: h6 (investigation findings and investigation conclusions). Due diligence attempts were made to gather additional information regarding a device failure mode; however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. In this case, there is no evidence of a malfunction which could be related to a manufacturing non conformance and or one was not suspected or confirmed through investigation no labeling non conformance deficiency no use related issue with a hazardous situation no device related infection and no evidence of a product failure with regard to design, reliability, or use error based on the information available, a definitive root cause cannot be conclusively determined. The subject device is not available for evaluation. DHR was not performed. A definitive root cause cannot be conclusively determined edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.